Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg site is swollen and tender to the touch and the ipg could have moved. In turn, the patient may undergo surgical intervention to address the issue.